Manufacturer narrative:
H3: product analysis of product:9560524, lotno:my18l001 - analysis confirmed that the bearing was broken, the holder was broken, the joint was worn, and the handle screw thread was deformed. In addition, the handle screw is stuck to the cable tip screw part. Therefore, it cannot be disassembled, and the cable must be cut for repair. This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare facility via a manufacturer representative regarding an instrument used for spinal therapy. It was reported that the instrument was broken. There were no patients involved in the event.